Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading from an adc meter and provided the following example: sensor: 420 mg/dl vs meter: 204 mg/dl. He further reported he ¿used the wrong insulin¿ because of the readings and subsequently lost consciousness. Customer had contact with a healthcare provider, who received an unspecified reading on their meter and provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading from an adc meter and provided the following example: sensor: 420 mg/dl vs meter: 204 mg/dl. He further reported he ¿used the wrong insulin¿ because of the readings and subsequently lost consciousness. Customer had contact with a healthcare provider, who received an unspecified reading on their meter and provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date was updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading from an adc meter and provided the following example: sensor: 420 mg/dl vs meter: 204 mg/dl. He further reported he ¿used the wrong insulin¿ because of the readings and subsequently lost consciousness. Customer had contact with a healthcare provider, who received an unspecified reading on their meter and provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.